Manufacturer narrative:
Evaluation summary: the customer's reported condition of the fail code 570 was confirmed. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.

Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.